Event description:
Healthcare professional reported "deflation." Record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d.9., h.3., h.6.

Event description:
Healthcare professional reported "deflation", confirmed via mammogram. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Device has been explanted.